Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. She stated that her cannula had been bent. At the time of the report she was feeling weak and that she had not yet been albe to bolus for the grilled cheese she had eaten. Customer declined troubleshooting for high blood glucose. The blood glucose reading was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.